Event description:
The pump was returned for recurring loss of prime. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. This report is made based on results of investigation completed on (B)(4) 2011.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. The pump was exercised for 24 hours with no issues occurring. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.